Event description:
It was reported that the error code l3-018 was occurring during the breast biopsy. The doctor was unable to retrieve breast specimens. The technician removed the probe to use another and still reported no "sample." The technician reported that the same error code occurred using the holster. The pt was rescheduled for a later date.